Manufacturer narrative:
Block b3: exact date unknown, event occurred june 2024. Additional suspect medical device components involved in the event: product family: scs-linear leads; upn: m365sc2316500; model: sc-2316-50; serial: (B)(6); batch: 16145757. Product family: scs-ipg-r; upn: m365sc11320; model: sc-1132; serial: (B)(6); batch: 16208672.

Event description:
It was reported that the patient experienced inadequate stimulation due to high impedances on the spinal cord stimulation (scs) lead. It was also noted that the patient was having difficulty charging the implantable pulse generator (ipg). The patient underwent an ipg and lead replacement procedure and was doing well postoperatively. All explanted device components were not released by the facility and will not be returned.